Event description:
During a hemorrhoidectomy procedure, the surgeon fired the device without an audible crunch sound. The firing trigger was closed completed and after opening the device it was found that staples were formed but did not cut. It was necessary to cut the tissue to remove the device. Suture was required to control bleeding. In addition. It was noted that hte force to fire was increased in order to break the plastic washer.